Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that twelve infusion sets tubing were leaking at the site which led to hyperglycemia event between 01-dec-2025 to 16-mar-2026. The infusion set was in use for one-two days for all the events. The blood glucose level was high, and it was treated with correction bolus via pump.